Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11 the device was not returned to olympus for inspection however the technical assistance support (tac) verified the reported failure "the video image will go out, and the monitor screen goes black. It flickers on and off". Based on the results of the investigation, the definitive root cause could not be established as the issue was not resolved. The customer contacted olympus technical assistance support (tac) via phone and informed the event. Troubleshooting was performed and the technical assistant support suggested to check their digital visual interface (dvi) cabling and make sure it is medical grade cables that are insulated from disturbances. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center image flickered on and off. There were no reports of patient harm.